Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 120. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "1y po valve is blocked. Explanted." All medwatch submissions related to this patient are: 3004721439-2019-00008.

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. No significant deformation or damage of the valve were detected during the visual inspection. The permeability test has shown that the progav 2.0 valve is permeable. However a slow flow rate indicates that the valve may be partially blocked. The progav 2.0 valve was tested and is adjustable to all specified pressures. The braking functionally test has shown that the brake function is fully operational and the braking force is within the given tolerances. We performed a visual inspection of the progav 2.0 valve. No deformation or damage of the valve were detected during the visual inspection. Next we tested the permeability, and adjustability of the valve, as well as the brake functionality and brake force. The progav 2.0 valve operates as expected and met all specification. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. All med watch submissions related to this patient are: (B)(4).